Event description:
The customer reported that the insulin pump alarmed an error while priming. Advised that the device will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device had missing end cap sticker.